Manufacturer narrative:
Diasorin (B)(4) received a complaint from a customer reporting that two patient samples, which graded as negative for sars-cov-2 s1/s2 with the diasorin assay, resulted as positive on the abbott instrument; one patient sample, resulted positive with the diasorin assay, was negative with the abbott instrument. Based on data provided, differences were highlighted even between liaison xl instruments. From may 5th to may 12th, 2020, 153 samples were tested: 119 resulted negative, 33 positive and 1 negative-positive sample was near the cut-off. 38 samples were retested. 3 results out of 153 were discordant with competitor results, but not all information provided were found in the instruments' files. The abbott assay is designed to detect igg antibodies to the nucleocapsid protein of sars-cov-2, whereas the liaison sars-cov-2 s1/s2 igg assay is designed to detect the recombinant s1 and s2 antigens, which are produced in abundant quantities during acute infection. On the basis of the investigation outcome, there was no indication for a systemic product issue and no clear root cause could be identified. The observed event was confirmed to be isolated to this patient specimen and within the expected performance characteristics for the assay. The complaint was classified as not confirmable. As reported in the IFU, the liaison sars-cov-2 s1/s2 igg assay and its clinical performance were based on clinical sensitivity defined by pcr positive; no comparison studies with other serological tests are available and differences with competitors' assays may be expected and cannot be related to product deficiencies. The event was most probable due to sample handling and storage.

Event description:
In light of the covid-19 pandemic and the subsequent authorizations (euas) for sars-cov-2 diagnostics tests and per the conditions of the emergency use authorization, suspected false negatives, false positives and significant changes in expected performance characteristics will be reported under 21 cfr 803. The alleged false test results in this event have not caused patient injury or death; however, this event is being reported conservatively because if the alleged malfunction were to recur there is a non-remote potential for serious injury or death. Diasorin (B)(4) received a complaint from a customer reporting that two patient samples, which graded as negative for sars-cov-2 s1/s2 on the diasorin assay, resulted as positive on the abbott instrument; one patient sample resulted positive with the diasorin assay but was graded negative with the abbott instrument.